Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was implanted in 2002 and revised in 2006 due to a malfunction. A lockout reservoir was the sole component received for evaluation. Examination and testing of the reservoir revealed no functional abnormalities. Because the available information did not provide any indication as to what factors may have contributed to the malfunction and because no functional abnormalities were observed, qa cannot determine the cause of the reported event. Management routinely reviews events such as this. Therefore, no additional action is required at this time.

Event description:
According to the information, there was a malfunction.